Manufacturer narrative:
The disposable product was returned to medrad in 2007. Once the failure analysis is complete, a follow-up report will be submitted.

Event description:
In 2007, the hospital reported an air injection occurred during a procedure. On eight days later, medrad received additional information stating that approximately 10cc of air was injected into the patient's coronary artery. The patient experienced a pulmonary embolism and was treated by a team at the hospital. Patient is fine and was released to go home.